Event description:
It was reported that an ilet user experienced both low and high blood glucose readings, with a lowest of 63 mg/dl and a highest of 302 mg/dl, after announcing a ¿usual¿ meal size that did not match actual intake. The device issued alerts and the user treated with oral glucose, and the issue was attributed to an incorrect procedure related to meal announcements on the user interface. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified related to meal announcement practices, aligning with an improper or incorrect method on the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.